Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power lead alarming for power cable disconnect alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 3 hours (12:33:32 to 15:31:02 on (B)(6) 2025 per the timestamps). From 13:10:45 to 14:46:04, while connected to 14v batteries, power cable disconnect alarms intermittently activated due to invalid relative state of charge (rsoc) faults associated with the black and white power cables being outside the expected voltage range. The low voltage alarm was also intermittently active from 13:20:56 to 14:40:00, while connected to 14v batteries, due to the rsoc voltage fluctuations on both power cables. The alarms were not associated with a power source exchange and cleared shortly after activation each time. There were no other notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Provided information stated that cleaning the clips and changing the batteries did not resolve the issue, the alarms were not reproduced in the clinic, and the controller was exchanged. Additional provided information stated exchanging the controller resolved the issue and that the controller would not return. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of white lead alarming despite cleaning the battery clips and changing batteries. The alarm could not be replicated in the clinic; however, several power disconnects were seen in history. The system controller was changed, and new clips were given. The event log file contained multiple low voltage alarms when the patient was using battery power. The issue was resolved with the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.